Event description:
It was reported that during central processing, the mega suturecut needle driver was articulating poorly. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The mega suturecut needle driver (nd) instrument was analyzed, and fa did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.